Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required to retrieve the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. The initial reporting stated the poly bearings were exchanged and the patient natural patella was resurfaced. Based on the performed investigation, the need for corrective action is not indicated. In addition, the product code is an obsolete item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear.